Event description:
It was reported that patient presented in clinic for follow up. Upon review, high pacing impedance, high threshold and failure to capture was noted on right ventricular (rv) lead. The patient presented for a lead revision procedure. During the procedure, the physician attempted to extract the lead but was unable to as he couldn't advance the stylet on the lead. The lead replacement procedure was aborted, and the device was programmed to de-active the rv lead. The physician left the rv lead remained implanted and unused. The patient was in stable condition.